Event description:
It was reported that the field representative called technical services (ts) and inquired if the pacemaker system was a magnetic resonance imaging (MRI) conditional system. Ts reviewed the stored device data and noted there to be a lead safety switch (lss) from bipolar to unipolar configurations triggered on the right atrial (ra) lead due to high out of range pacing impedances exhibited by the lead. Further review showed the ra pacing impedances had been gradually rising till they were greater than 2000 ohms. Ts also noted that the right atrial automatic threshold (raat) test was suspended and ra lead thresholds were elevated. Ts advised the field representative that the pacemaker system is not MRI conditional due to the uncertainty of the ra lead integrity and the MRI would be considered to be off label if performed. It was noted the MRI scan was not performed. No adverse patient effects were reported. This ra lead remains in service.